Event description:
During a pci procedure, the balloon of the maverick@ monorail ptca catheter ruptured at 8 atms on the first inflation. The lesion being treated was a calcified , 75% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "good".